Event description:
The pt underwent a uterine evacuation procedure on (B) (6) 2010. She developed fever and abdominal pain on (B) (6) 2010. She was taken to a referral hospital on (B) (6) 2010. She died on (B) (6) 2010. The diagnosis was septic shock.

Manufacturer narrative:
This ae report pertains to one event that occurred with the use of the product described in this report connected to the product described in MFR report # 3008007615-2010-00002. The ipas easy grip cannulae is connected to the ipas mva plus aspirator to perform uterine evacuation procedures.